Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed multiple automatic mode switch (ams) episodes due to oversensing and low pacing impedance on the atrial lead. On (B)(6) 2021, the physician elected to cap and replace the atrial lead. The patient was stable before, during, and after the procedure.